Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint of the charging issue was investigated. Upon receiving the device was in hibernation, and was charged to 3.852 volts in one cycle. The battery depletion and sleep current rates were within the expected ranges, 2.12 mv and 22.20 ua respectively when the device was turned off. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was unable to charge the ipg. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge the ipg. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.